Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient was presented to support through high-risk percutaneous coronary intervention with impella cp. Later the impella was successfully weaned and explanted. It was reported that the perclose failed to obtain hemostasis so femstop was placed achieving hemostasis. The patients outcome at explanted was noted as survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the peri-procedural adverse event: the cause of the bleed was use issue related since the perclose failed to obtain hemostasis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.